Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "enhanced patella tracking in rotating platform total knee replacements, friend or foe? A case of iliotibial band impingement by rotating polyethylene insert" written by michelle kar lam li, lawrence chun man lau, yuk wah hung, ka bon kwok, alexander pak hin chan and jason chi ho fan published by journal of orthopaedics, trauma and rehabilitation accepted by publisher 31 may 2019 was reviewed. The article's purpose is to ¿report a case of lateral knee pain following rotating platform total knee replacement, attributable to iliotibial band impingement by the rotating polyethylene insert. Prompt treatment via arthroscopic release.¿ data was compiled relating to a (B)(6) year-old female with knee osteoarthritis. Her right knee is relative to this case study, which received a rotating platform system (pfc sigma rotating platform, depuy synthes). The femoral and tibial components used were sizes 2 and 1.5, respectively. The preoperative mechanical tibiofemoral angle for her right knee was 1-degree valgus. Cement manufacturer was not identified. Images on pages 2-5 detail the (B)(6) year-old female¿s iliotibial band impingement and subsequent treatment. Depuy products: pfc sigma rotating platform construct. Adverse events: pain and tenderness, crepitus, positive noble¿s test / iliotibial band syndrome, iliotibial band impingement, treatment includes injection of 2% lignocaine, physiotherapy, nonsteroidal anti-inflammatory drugs, steroid injection and arthroscopic iliotibial band release, upon arthroscopic release: iliotibial band was observed to be impinged on terminal knee extension by the anterolateral aspect of the rotating polyethylene insert. The patient was also found to have significant synovitis with in-folding of synovium between the implant and insert, as well as thickening over the anterolateral area of the tibial tray.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d10.